Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, on the face of the level sensor transducer, a clear plastic piece of material was raised up off the level sensor itself. Normally the face or contact part of the level sensor appears to be a black solid piece. From that black solid piece, a clear piece of plastic was raised up off of it. The device was not changed out, as the unit still functioned for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer mentioned that this issue may be due to where they place the level sensor on the reservoir. They typically place this alarm sensor at the 60ml level on the reservoir which has some curvature on the reservoir.